Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned as it was discarded. Per the instructions for use of the intrathecal catheter, catheter migration is a known possible risk of the intrathecal catheter. The attending physician did not know why the catheter migrated. The attending physician put a new catheter in and everything is working well now. Internal complaint number: (B)(4).

Event description:
Agent reported to technical solutions that a catheter was replaced due to the catheter pulling back out of the intrathecal space. The attending physician did not know why the catheter migrated. Original catheter was disposed of after the procedure.